Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of pain relief due to spondylolisthesis. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the high density settings had not been giving pain relief on (B)(6) 2015 so the device was reprogrammed to traditional stimulation. The device system was explanted without replacement as it initially controlled symptoms but lost effectiveness on (B)(6) 2015. The event resulted in in-patient hospitalization but had resolved at the time of the report.

Event description:
In regards to the cause of the loss of effectiveness, it was reported that the clinical letters suggest the doctor has concern that the patient is going into spondylolisthesis and this may have progressed into grade 2. The doctor asked for a surgical opinion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.